Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer stated that no error was detected on the pyxis and the problem had been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that they were not able to open the main drawer. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.